Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. Analysis of the pcu event log shows that at 7:21 pm on (B)(6) 2017 an infusion of heparin 25000unit in 250ml was started at a rate of 13.5ml/hr. The infusion continued until 8:42 pm when the system was powered off. There were no alarms prior to the user channeling off the device, however the user did pause the device and program a delay 8 minutes before channeling it off. The volume recorded as being infused during this period was 15.372ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the report of the device infusing faster than expected was not identified.

Event description:
The customer reported that at 1918 a primary infusion of heparin 25,000u in 250cc was initiated at 1350 units/hr. The rate and pump settings were verified per protocol by two rns. There were 2 other maintenance fluids infusing. At 2045 it was noted that the heparin bag was empty with no device alarms noted. The patient's vital signs were stable and labs were drawn (aptt and cbc). The patient¿s ptt was greater than 200 immediately after the infusion and protamine 25 mg IV was administered. Ptt results after the protamine dose were 62.4 at 0142, and 40.9 at 0258. The patient was transferred back to (B)(6). There was no lasting harm and the patient was later discharged to home.